Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level. The customer was vomiting. Customer reported that the high blood glucose levels began on (B)(6) 2017. It was also stated that she was hospitalized a month ago due to diabetic ketoacidosis. The product was not returned for analysis.